Manufacturer narrative:
The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for the right atrial automatic threshold (raat) test in programmed amplitude or suspended mode. Technical services (ts) discussed that this was due to the patient's rate being too high. Additionally, on the presenting electrogram (egm), it was noted that this ICD system exhibited an instance of farfield oversensing on the right atrial (ra) channel. It was noted that this patient will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.